Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was originally reported as january 22, 2018 and has been updated to january 15, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device made an unusual loud noise when running, had vibration and low power. Therefore, the reported condition was confirmed. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation of the returned device by reliability engineering, it was determined that contamination was observed on the motor¿s distal bearing. Sound and vibration could be sensed coming from the distal bearing and the reported noise, vibration and low power is consistent with bearing contamination. The assignable root cause was determined to be due to improper cleaning of the device. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure on the hand, it was observed that the pen drive device was making noise. It was reported that there was a 10 minute delay in the surgical procedure. It was reported that a spare device was available for use in order to successfully complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.